Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/18/2019.

Event description:
It was reported that the unit's blower would not power on. There was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue. The fse ran full performance verification testing and the unit was returned to service. No parts were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit's blower would not power on. There was no patient involvement.